Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the like cause was problems with the boot, sag head, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated and dripped black oil into the surgical site during a joint procedure. Antibiotics saline was used to rinse the area. There was a delay to rinse the site and obtain a replacement tray, and then the procedure was completed. There was no reported pt or user injury as a result of the event.